Event description:
I had a total hip replacement on (B)(6) 2008. I received the dupuy asr taper sleeve adaptor, uni-femoral implant size 48, acetabular cup size 48, dupuy (B)(4) corail 3l92609. Approximately 18 months after surgery I began to experience severe hip, groin and leg pain. After several visits to the surgeon that performed the hip replacement surgery, he ordered ultra-sound and a chromium and cobalt level test. The results came back as follow: cobalt levels 13.7 mcg/l, chromium 15.9 mcg/l. Surgeon then informed me I had to have revision surgery. Revision surgery was then performed on (B)(6), 2011. Surgeon found osteolysis of the proximal femoral stem, metal debris and fluid surrounding the joint space causing pain. Diagnosis or reason for use: left hip osteoarthritis.